Event description:
Customer reported a high ma error during a procedure. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and recalibrated the high voltage regulator, complete a filament calibration, and a ma editor calibration. Erased flash memory and re-downloaded calibration files. System now booting error-free and all dose rate outputs are per specification. System operates as intended.